Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to the philips response center (rc) that when powered on the device ready for use indicator (rfu) was indicating solid red x with a chirp and the device displayed service required. No specific functional failure or error message was reported. There was no patient involvement.